Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of pfo closure procedure were reported in a research article in a subject population with multiple comorbidities including smoking, diabetes, and prior stroke. Some of the complications reported were atrial fibrillation and medication required; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. It was reported in the article that an amplatzer cribriform septal occluder was used to close patent foramen ovale (pfo). Please note, per instructions for use, ¿contraindication: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects.¿ b3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: the incidence of atrial fibrillation after percutaneous patent foramen ovale closure detected by implantable loop recorders. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: the incidence of atrial fibrillation after percutaneous patent foramen ovale closure detected by implantable loop recorders investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "the incidence of atrial fibrillation after percutaneous patent foramen ovale closure detected by implantable loop recorders", was reviewed. The article presented a retrospective, single center study to utilize the more rigorous atrial fibrillation (af) evaluation and follow-up protocol developed by the memorial healthcare system (mhs) heart brain team to determine the true incidence of post-patent foramen ovale (pfo) closure af. Devices included in the study were gore cardioform septal occluder and amplatzer cribriform occluder. The article concluded that their review showed a higher incidence of af post-pfo closure as compared with most reported prior studies. The authors recommended larger prospective studies to explore the true incidence of af post-pfo closure, its clinical impact, and subsequent stroke risk. [The primary and corresponding author was (B)(6)]. The time frame of the study was from january 2016 to december 2021. A total of 38 patients were included in the study, of which 7 (18.4%) received an abbott device. The average age was 53.4 years and the majority gender was male. Comorbidities included smoking, diabetes, and prior stroke.